Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported high lead impedance (>3000 ohms) relative to the subject atrial lead around (B)(6) 2020. At that time, the device was programmed to vvi mode, effectively deactivating the lead. This was reported in conjunction with a high lead impedance measurement (>3000 ohms) and capture failure at maximum outputs ((7.5v/1.0ms) relative to the associated ventricular lead screwvine 52sep lead with s/n (B)(4). The doctor is considering that the patient might not need a pacing system anymore, since she had own intrinsic rhythm at around 70 bpm and her atrial fibrillation had switched to a chronic one. The patient will be monitored using a holter monitor and then the future treatment plan will be decided.